Event description:
In 2008, the pt reported the up/down buttons on her insulin infusion device are not responding to presses. She stated, she does not know how long this has been going on and thinks she may not have gotten her boluses as she has had elevated blood glucose reading of 342-370 mg/dl. She said, her normal range is around 150 mg/dl. Symptoms are thirst and fatigue. She stated she has been bolusing but has not been listening for the confirmation beeps until yesterday. The pt stated, she is currently using the standard bolus feature to give herself boluses. She said, she will switch to her backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for eval.